Event description:
Biotronik sales rep, called with query on kainox sl lead impedance of 100 ohms during nips testing. It was believed no therapy was delivered to patient (no jerk by patient) and shock impedance read 100 ohms, repeated testing showed"---" instead of impedance measurements. Four days later during lead revision to kainox sl lead due to abnormal impedances. A guidant riata lead was placed and a 1 joule test shock was prior tech. Note states that --- on impedance recording is due to:. Low ohmic resistance of the shock path; high ohmic resistance, eg. Caused by connection problems. The sales rep was advised to investigate the lead with a cxr. The tachos was recommended for explant. A belos dr was implanted and tested. The impedance of the riata lead were with in normal limits (43 ohms) the kainox sl was tested, and proved to be within normal limits (42 ohms)o. The riata was removed and the kainox remains implanted. The tachos will be returned for analysis.